Manufacturer narrative:
If explanted, give date: not applicable, as there is no indication that the lens was explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol), with an emerald injector, the surgeon noticed an abrasion mark on the optic. No patient injury and no visual issue. The surgeon decided to take a wait-and-see approach. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer for evaluation. A slit lamp photo was provided and was evaluated. White stains/marks were observed on the lens optic zone. The condition observed was consistent with a lens with gms (glycerol mono stearate) streaking on the lens surface. Gms is the lubricant compounded into resin used to mold the cartridges. The white stains/marks observed looked similar to gms streaking from the cartridge used during surgical procedure. Light or moderate streaking outside the optic zone of the lens and/or trace within the optic zone are acceptable. As the affected iol was not returned for evaluation, the condition of gms streaking level could not be verified. Manufacturing records review: as the serial number is unknown, the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.